Event description:
The customer contact reported a leak. On an unspecified date, the option-lok male adapter of the plumset was connected to the pt's IV access site and was being used to deliver 250 ml of 0.9% normal saline, at a rate of 50 ml/hr, via a plum pump. After an unspecified volume of solution leaked from a cut in the tubing at an unspecified location on the tubing set. An unspecified volume of blood loss was noted. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.